Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited noise and oversensing that resulted in inappropriate anti-tachycardia pacing (atp). Additionally, high out of range shock impedance measurements greater than 125 ohms was observed in the coil to coil and coil to can programmed configurations. During pocket manipulations, noise was reproduced and high out of range pacing impedance measurements greater than 2,000 ohms was observed. Boston scientific technical services (ts) discussed a potential lead to device connection issue and discussed troubleshooting options. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.

Event description:
Additional information was received that a revision procedure was performed. Upon opening the pocket, the rv lead was observed to not be fully inserted into the device header. Shock impedance measurements were noted to be stable and acceptable after the lead was fully inserted into the device header and defibrillation threshold (dft) testing was successful. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.